Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue (value deviation for o2) and in addition an error code associated to a discrepancy between the actual and set gas flow values for co2 channel was detected. The failure was traced back to mass flow controllers for co2 and to a defective flow sensor. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2010. Root cause of the reported issue has been traced back to defective gas blender's components (gas mass flow controllers and relative flow sensor) most likely due to the wearing of the parts.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that, during a procedure, the value of co2 could not be determined and abnormal values of o2 followed. There is no report of any patient injury.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in japan. The electronic gas blender was verified at livanova japan and the co2 data were found out of specification. The device will be sent to manufacturer for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The relevant internal parts have been replaced. It was confirmed that there was no abnormality in the operation test after warehousing in japan. The unit was manufactured in 2010 and according to the review of the complaints database no further complaints have been reported in the past. Based on the above facts, the root cause of the reported issue has been traced back to defective gas blender's component (gas mass flow controllers and relative flow sensor) most likely due to the wearing of the part. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.